Event description:
Discordant calcium (ca) results were obtained on one patient sample on an advia 1800 instrument. The discordant repeat result was reported to the physician(s). The patient was redrawn and that sample was tested on the same system. The corrected ca result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument and instrument data, the cse checked system controller parameter 143 and 148, associated with the dilution probe pipette. The cse also reviewed the instrument log files during the time of the event. The cause of the discordant calcium results is unknown. The customer successfully repeated the sample, which resulted in the normal assay range. The instrument is performing within specifications. No further evaluation of the device is required.